Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen at the hospital for their scheduled follow-up. Data reviewed showed crosstalk oversensing. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.